Event description:
A report was received that during a lead revision surgery due to inadequate coverage, the patient's ipg was replaced due to high impedances. The physician also replaced the paddle lead because she broke it while opening the patient for surgery. The patient is reportedly doing well after the procedure.